Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode of unknown cause. Several attempts were made by the local field representative to obtain additional information, however, no additional information was able to be obtained. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.